Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 425 mg/dl at the time of incident. Customer stated blood glucose was high they still have active insulin of units on insulin pump hence they cannot give manual bolus at this time. Customer was using auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.